Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and other blood glucose was 49 mg/dl and 83 mg/dl. The customer was treated with food. The customer reported issues with the insulin pump some buttons were stuck and some other features were not functioning right as supposed to. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer report that they did not believe insulin pump was over-delivering. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.